Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting unspecified oversensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
The reported event of over-sensing during the automatic mode switch (ams) episode was confirmed. Based on the information provided, it was determined that the sense amplitude was higher than the programmed sensing threshold. Due to the slower sampling rate on the stored electrogram (segm) channel versus the sensing channel that triggered the sense event, it was suspected there was a brief signal that caused the sense event threshold to be crossed but it is not captured on the segm channel. The root cause of the issue was unable to be determined.